Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted a bowed switch. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly/component error was identified during product analysis, and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a colectomy, on the third firing; when the reload was being removed from the adapter, the reload suddenly rotated. None of the buttons on the device would function. To complete the procedure, another device was used. No patient injury or extension in surgical time.